Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007097. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-07-23. Medical device lot #: 2006236. Medical device expiration date: 2025-05-31. Device manufacture date: 2020-06-19. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll had foreign matter on 37 occasions. The following information was provided by the initial reporter: our questions are the following: is the amount of lubricant normal? When exhausting the air and then pulling the plunger, we observe a considerable amount of lubricant at the upper edge of the syringe. Moreover we are wondering if the lubricant has an impact on quality and if it is a security risk for the preparation of medication and so for customers. We use your syringes to prepare cytostatics, which are then administered intravenously. We also use other bd syringes, but only the 60 ml plastipak syringes have this issue. The problem is present in all lots.

Event description:
It was reported that syringe 50ml ll had foreign matter on 37 occasions. The following information was provided by the initial reporter: our questions are the following: is the amount of lubricant normal? When exhausting the air and then pulling the plunger, we observe a considerable amount of lubricant at the upper edge of the syringe. Moreover we are wondering if the lubricant has an impact on quality and if it is a security risk for the preparation of medication and so for customers. We use your syringes to prepare cytostatics, which are then administered intravenously. We also use other bd syringes, but only the 60 ml plastipak syringes have this issue. The problem is present in all lots.

Manufacturer narrative:
H.6. Investigation: nineteen sealed samples of lot 2007097 were provided to our quality team for investigation. Upon visual inspection, no signs of excess silicone or other foreign material can be observed inside the syringe. A device history review was performed for reported lot 2007097, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2007097 and found to be within specification. Testing was performed on the returned samples, results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified, therefore, a cause for the reported incident could not be determined. No samples of lot 2006236 were provided to our quality team for investigation. A device history review was performed for reported lot 2006236, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed and no excess lubricant or other foreign matter was identified within the syringes. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2006236 and found to be within specification. Testing was performed on the retained samples, results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified, therefore, a cause for the reported incident could not be determined.